Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch ultraeasy meter read inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation as the patient was unwilling to provide any additional information during a follow up call. The patient did not state when the alleged inaccuracy occurred but reported obtaining a blood glucose result of ¿12.6mmol/l¿ with the subject meter and ¿10.1mmol/l¿ with another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not state what medication(s) they take to manage their diabetes but stated that in response to the alleged product issue they took an increased dosage of ¿drugs¿ and later developed the symptom of ¿dizziness¿, which they associated with hypoglycemia. The patient reported that they self-treated with glucose tablets and/or gel. The patient also went to hospital where they were checked over by a healthcare professional. The patient¿s blood glucose was measure on a hospital device however the result of this blood glucose test was not provided. The patient reported that they were found to have ¿cerebral anoxia¿, which, in their opinion, was caused by the increased ¿drug¿ dosage. This condition, however, is a long-term complication of diabetes and not related to an acute blood glucose excursion. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.